Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct the information provided in the initial report. The following section was corrected: h8. Based on the results of the investigation, the ¿foreign material was clogged in the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the foreign material residue point was not deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. In addition, evaluation found the following: the bending angle in up direction does not meet the standard value, due to wear of angle wire; the play of u/d knob is out of the standard value, due to wear of the angle wire; there was discoloration on the bending cover section; the adhesive on the bending cover section had scratches, a crack, and white clouded area; the plastic distal end cover had a dent; the connecting tube was dented and wrinkled, and had discoloration; there was corrosion on the up/down knob and suction connector; the protector of the universal cord on the suction connector had a scratch, and the paint on the suction cylinder was peeled. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had poor air supply. The issue was found during preparation for use. During the evaluation, the following reportable issue was found that there was a foreign object clogging nozzle. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.